Event description:
It was reported that during procedure in 2006, the head of the gentle thread screw was rough causing it to catch and fray the graft when inserting.

Manufacturer narrative:
There have been no trends identified related to this type of event. Eval of returned device determined condition was a result of incomplete trimming of the gate following injection mold. In response to recent FDA audit, retrospective review was performed, event was reassessed and determined to meet reporting requirements as device malfunction. Corrective and preventive actions have been initiated. This report filed on may 16, 2008.